Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for low oxygen flow and significant event log. The device's inlet air path, air path foam, and flow path were replaced to address the issue. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.